Manufacturer narrative:
(B)(4). The report of a blunt dilator tip was confirmed through complaint investigation of the returned sample. The customer returned one dilator and lidstock for analysis. Visual analysis revealed that the dilator tip was blunt and not tapered. Further dimensional analysis confirmed that the dilator length measured below specification. The outer and inner diameters measured within specification. A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from manufacturing, the likely root cause is manufacturing related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that "no tip on dilator. Tip of the dilator was missing. Patient was not harmed and in stable condition."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "no tip on dilator. Tip of the dilator was missing. Patient was not harmed and in stable condition."